Event description:
The dealer reported that the caster came off the lift during transport of a patient and the patient fell out of the lift. The user's caregiver caught them before they hit the floor. No injury is associated with this complaint.